Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Discrepant non-reproducible results were generated by a cobas 4000 c (311) stand alone system. The events involved a total of 3 patients with the following: three samples with discrepant results for crej2 creatinine jaffé gen.2.